Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an external fixation, six (x6) smart fx strut long were being used for a trauma frame where the rings were mounted and then an on the table reduction was performed. Due to a difficult fracture pattern, the reduction had to be repeated multiple times to achieve good alignment. Having to use the white clips to lock/unlock the struts took a considerable amount of time and made the operation more difficult for the surgeon. The procedure was able to be completed with the same device. After a significant delay . No injury was reported as a consequence of this issue.

Manufacturer narrative:
Additional information: the devices were not returned for evaluation; therefore, a device analysis could not be performed. Device batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed part number, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. A review made by the engineering development department revealed that the white acute band keeps the strut in an unlocked condition allowing the strut to move freely. The surgeon should remove the white bands and used the adjustment button underneath the band to unlock, adjust, and relock each strut one at a time. Another factor contributing to this event could be the complexity of the procedure as the reduction was performed multiple times to achieve good alignment. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.